Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) no arterial pressure signal is output from loc. There was no patient impact.

Manufacturer narrative:
Due to character restrictions in block e1event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) checked with the customer, fse was told that they were using a balloon from another company, so we explained that the specification is that the signal is not output except for transray, fse explained that this is a cs300 specification, and they agreed.

Event description:
N/a.